Event description:
Mixing rocephin to give injection. Drew up lidocaine in syringe while injecting into vial of rocephin syringe cracked and unk. Amount of lidocaine sprayed out. Went to mix new vial (discarded 1st vial of rocephin, couldn't be sure of concentration). Drew up lidocaine and syringe began leaking through cracks. Finally drew up lidocaine 7 mixed with diffrent brand of syringe, no problems.